Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. Available xray evidence was reviewed. Based in attached photographic evidence, the head of the implant is positioned closer to one of the sides of the cup implant, indicating the liner has worn. The reported condition can be confirmed. A potential cause cannot be determined with the provided information. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. Device history lot ==> a manufacturing records evaluation (mre) was not performed as no lot number was provided for this device.

Event description:
Duraloc enduron liner is worn, need to be replaced. Doi: (B)(6) 2013.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information received indicated that there was no surgical delay and the affected side involved in this event was the left side.